Event description:
According to the reporter, during a laparoscopic thoracoscopic pulmonary resection, during a pulmonary resection, the yellow tab on the six reloads got damaged and fell into the patient's cavity. The visible component was retrieved using a forceps, but the surgeon was unsure if everything was retrieved.

Manufacturer narrative:
Concomitant medical products: egia45amt, egia 45 artic med thick sulu (lot#: p2c0444); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2c0538y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2c0538y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2c0538y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2d0270y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shipping wedge was damaged. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media and test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge was broken or yellow pieces have broken off from the shipping wedge, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.